Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician reported that the hawkone was not capturing the plaque within the nose cone. Several passes were made successfully before this was noticed. The device was removed and the 6mm spider filter was removed. The filter was full. The physician used the penumbra device to resolve a distal embolization. No adverse events noted after penumbra was used and the procedure was complete. The physician stated that the device felt as if was not packing debris even though it was engaging the lesion. Evaluation of the returned device was completed february 16, 2016. The hawkone was inspected and observed the torque shaft at the strain relief was bent approximately 90 degrees. The distal assembly was inspected and observed a hole/tear to the tecothane layer. The hole ran parallel with the stainless steel coils approximately 1.9cm from the distal tip. The distal assembly was inspected under microscope and observed biological debris at the location of the hole. The customer's report of the hawkone not capturing plaque within the nosecone has been confirmed. The probable cause of the plaque not packing within the nosecone has been identified as plaque was escaping through a hole of the distal assembly of the hawkone. The root cause of the hole/tear observed to the tecothane of the distal assembly is unknown at this time.